Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that one charger board has no output and another charger board was out of specs. Both charger boards were replaced. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect chargers have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a planned maintenance (pm), it was observed that the charger circuits were damaged. There was no patient present at the time of the issue.